Event description:
It was reported that the low-voltage pacing lead showed occasional high impedance with apparent oversensing. The lead was replaced during an upgrade procedure to a bi-ventricular defibrillation system. During the replacement procedure, it was noted the delivery catheter was out of the plastic holder inside the sterile packaging and the extended hook shape was deformed. The delivery catheter was not utilized and replaced during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.